Manufacturer narrative:
No conclusion can be made. Based on the information provided the cause of the reported infection at the incision site cannot be determined. Infection is a known inherent risk of surgery and is listed in the adverse reaction section of the instructions-for-use as a possible complication. A lot number was not provided, therefore a review of the manufacturing and sterility records could not be conducted. Note, the date of implant is estimated based on the information provided. Should additional information be obtained, a supplemental emdr will be submitted.

Event description:
As reported in (B)(6) 2018 the patient underwent an emergency laparoscopic ventral hernia repair procedure. A ventralight st w/ echo ps was used for the repair. Six weeks post operative the patient underwent and additional procedure due to an infection at the incision site. A surgeon consult was requested and arranged. Additional information was requested.